Event description:
The loaner core impaction drill was returned to service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The device is a loaner device that was a routine return to the manufacturer. The device was repaired but will not be sent back to the customer.